Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/10/2021 h.6. Investigation: three sealed 30g x 5mm autoshied duo samples were returned from lot. No. 1082472, cat. No. 329605. An activation test was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm EU needles were difficult to operate or had safety shield failure. The following information was provided by the initial reporter : the customer reported that it is difficult to inject all the insulin before the needle retracts (sometimes too quickly) at the slightest drop in pressure during injection.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm EU needles were difficult to operate or had safety shield failure. The following information was provided by the initial reporter : the customer reported that it is difficult to inject all the insulin before the needle retracts (sometimes too quickly) at the slightest drop in pressure during injection.